Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that they had their implantable neurostimulator (ins) explanted in (B)(6) 2015. The stimulation therapy wasn't working anymore and was not giving the patient any substantial relief anymore. They were never pain free. These therapy issues started about 6 months after the device was implanted. They had a pain pump implanted after the ins was explanted. It was noted that starting in 2014 the patient's symptoms of fibromyalgia, neuropathy, issues with their peripheral nervous system, osteoarthritis, and a bunion growth on their cervical spine got worse. These were all pre-existing symptoms from a long time prior. The patient was implanted for spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.